Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. During support a purge pressure high alarm which was resolved with repositioning the patient. In addition, there was a low pump flow. The patient was successfully weaned and the impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.